Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. Concomitant medical device(s): 300-01-15, equinoxe, humeral stem primary, press fit 15mm. 320-10-00, equinoxe reverse tray adapter plate tray +0. 320-01-42, equinoxe reverse 42mm glenosphere. 320-15-01, eq rev glenoid plate.

Event description:
As reported, approximately 6 years postop the initial right tsa, (B)(6) y/o male patient presented with right shoulder pain and pain with movement. The patient underwent an arthroscopic procedure, (debridement and synovial biopsy) and deep infection was noted. 2/3 of the biopsies came back positive for c. Acnes. The patient has a history of hypertension, heart disease, insulin dependent diabetes, hypothyroidism, asthma, and sleep apnea. The patient then had devices explanted and insertion of an antibiotic spacer on (B)(6) 2021. Outcome reported as resolved. Devices will not return due to study policy. Devices will not return due to clinical study policy.